Event description:
Information received from the field notes high current drain. Five days post implant, interrogation revealed battery data of 2.73v, 37ua, <1 kohms. A subsequent interrogation gave a current drain reading of 40ua. The patient was not pacemaker dependent. It was reported that the physician will replace the device.